Manufacturer narrative:
Results: the pusher assembly hypo-tube is fractured at the tab in proximal end of the wire. The pull-wire is extended approximately 16.2 cm out of the hypo-tube. The pet-lock is still intact on the proximal end of the pusher. The coil is detached from the pusher. In addition, the distal detachment tip (ddt) does not contain the proximal constrain ball or any piece of the coil. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the coil detached while it was being advanced when the pusher assembly was kinked in the proximal end outside of the patient. Based on the description of the event and evaluation of the device, it appears that the hypo-tube was kinked and eventually fractured due to excess force placed on the pusher assembly while advancing the coil. After the pusher hypo-tube was fractured, the pull wire was retracted enough to cause the mechanism on the ddt to release the coil before it was positioned. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a embolism procedure using a ruby coil. During the procedure, the physician bent the pusher wire outside of the patient while advancing the coil in the microcatheter. The physician reportedly was no careful when advancing the coil in the microcatheter. The physician used another ruby coil to complete the procedure. The was no adverse effect on the patient.